Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. The patient had a blood and pd sample drawn at the clinic and the pd sample was cloudy. The patient stated they had a little bit of cramping but no other symptoms. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1,500mg every four days to dwell in a minimum of 1l for a minimum of 6 hours. The patient was diagnosed with peritonitis on (B)(6) 2025. The white blood cell count was 2113 with 92% polymorphonuclear cells. The cultures returned positive for streptococcus gordonii. The patient continued utilizing the liberty select cycler during the nights and manual exchanges during the daytime for the antibiotic dwell. The suspected cause of the peritonitis was the patient not following proper aseptic technique with handwashing prior to disconnect and scrubbing the tip of the catheter with alcavis for 1 minute prior to connection and disconnection.

Manufacturer narrative:
Correction: h1 (type of reportable event).

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. The patient had a blood and pd sample drawn at the clinic and the pd sample was cloudy. The patient stated they had a little bit of cramping but no other symptoms. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1,500mg every four days to dwell in a minimum of 1l for a minimum of 6 hours. The patient was diagnosed with peritonitis on (B)(6) 2025. The white blood cell count was 2113 with 92% polymorphonuclear cells. The cultures returned positive for streptococcus gordonii. The patient continued utilizing the liberty select cycler during the nights and manual exchanges during the daytime for the antibiotic dwell. The suspected cause of the peritonitis was the patient not following proper aseptic technique with handwashing prior to disconnect and scrubbing the tip of the catheter with alcavis for 1 minute prior to connection and disconnection.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the event of peritonitis. However, there is no documentation of a causal relationship between the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the peritonitis was attributed to the patient not following proper handwashing techniques prior to disconnect and scrubbing the tip of the catheter with alcavis for 1 minute prior to connection and disconnection. This is supported by the culture result of streptococcus gordonii, an organism found in the skin, oral cavity, and intestine. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. The patient had a blood and pd sample drawn at the clinic and the pd sample was cloudy. The patient stated they had a little bit of cramping but no other symptoms. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to abdominal pain and cloudy pd effluent. A pd culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1,500mg every four days to dwell in a minimum of 1l for a minimum of 6 hours. The patient was diagnosed with peritonitis on (B)(6) 2025. The white blood cell count was 2113 with 92% polymorphonuclear cells. The cultures returned positive for streptococcus gordonii. The patient continued utilizing the liberty select cycler during the nights and manual exchanges during the daytime for the antibiotic dwell. The suspected cause of the peritonitis was the patient not following proper aseptic technique with handwashing prior to disconnect and scrubbing the tip of the catheter with alcavis for 1 minute prior to connection and disconnection.